Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving morphine 20 mg/ml; 10 mg/day, fentanyl 2000 mcg/ml; 1000 mcg/day and bupivacaine 20 mg/ml; 10 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the patient experienced a possible pump pocket infection. The original location of the pump was the left abdomen and was potentially infected. A new pump pocket and location were created. The pump was moved from the left abdomen to the left buttock. The 20 ml pump was replaced with a 40 ml pump. The pump and catheter were replaced as a precaution. Cultures were taken with unknown results. The issue was resolved, and patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.